Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 1106 mg/dl. The customer¿s mother reported that the insulin pump was not working. The customer was found passed out in house down stairs. The customer was then tested for blood glucose level and it was 387 mg/dl. The customer started going high from friday after set change. The customer reached hospital with blood glucose level 415 mg/dl. The customer was bolused again and it went through the process however, they waited an hour and half and tested again and customer went higher to 420 mg/dl. The customer experienced symptoms such as tired and throwing up. The customer was treated with insulin pump, intravenously and manual injection. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump for less than 48 hours. The customer was still hospitalized at the time of call. The drive support cap was normal. The insulin pump will not be returned for analysis.